Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump as the malfunction code was not resettable. The customer was advised to use a backup insulin pump while awaiting the replacement, which would come with updated software. Instructions were provided for returning the faulty pump and connecting devices to the new pump. The customer understood and acknowledged all instructions, including that the return should be made within ten days to avoid charges.